Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted that the impedances had gradually increased. The physician planned to replace the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the additional surgical intervention to replace the lead.